Event description:
During an angioplasty procedure of a shunt anastomosis (location unk), this balloon ruptured at 6 atmospheres (atms) upon its initial inflation. The pt was a female. The vessel was described as severely calcified, mildly tortuous, and a stenosis rate of 90%. There is no info as to where the physician made access to the pt. The info states that the product was prepped as per the IFU. The physician had no difficulty accessing the lesion with a guidewire. The product was advanced over the guidewire to the lesion and upon inflation of the balloon with an indeflator, the balloon ruptured at 6 atms. Therefore, the product was withdrawn from the pt's body and another balloon catheter was used to successfully complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Add'l info will be forthcoming within 30 days upon receipt.